Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the gold probe distal tip fell off inside the patient. The tip was removed using a retrieval net. The procedure was completed with another injection gold probe device. There were no patient complications reported as a result of this event.